Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, reset the pump successfully, and no recurrence of the malfunction code was noted thereafter. The customer was advised to continue using the pump and to contact support again if the issue reappears.